Event description:
Case description: the reporter reported that during the injection process, the needle and insulin pen were separated. The needle used by the patient was not a novo nordisk product. On 13-dec-2024, it was discovered that the patient didn't use nn needle. Hence this case will therefore be nullified. Since last submission the following were updated. Is non-reportable updated to yes. Nullification comment added. Narrative updated accordingly.

Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) the broken needle was stuck in the patient's injection site [injury associated with device] the insulin pen needle broke off [needle issue]. Case description: this serious spontaneous regulatory authority case received via nmpa (national medical products administration) from china was reported by a health care professional nos as "the broken needle was stuck in the patient's injection site(needle injury)" beginning on (B)(6) 2024, "the insulin pen needle broke off(needle broken)" beginning on (B)(6) 2024, and concerned a 65 years old female patient who was treated with novopen 4 (insulin delivery device) from unknown start date for "device therapy", novofine (needle) from unknown start date for "device therapy", patient's height, weight and body mass index were not reported. Current condition: diabetes (type and duration not reported). Patient used an insulin injection pen to inject insulin for diabetes (type and duration not reported). On (B)(6) 2024, during the injection process, the needle broke off and was stuck in the patient's injection site. Patient went to the outpatient surgery department of the hospital for treatment. Doctor removed the needle, which was stuck in the patient's injection site, in the surgical suture room. Batch numbers of novopen 4 and novofine were not reported. The outcome for the event "the broken needle was stuck in the patient's injection site (needle injury)" was not reported. The outcome for the event "the insulin pen needle broke off (needle broken)" was not reported. References included: reference type: e2b authority number. Reference ID#: (B)(4). Reference notes: nmpa (national medical products administration), chn.